Event description:
It was reported that during a supply change the cartridge leaked, despite the user following the correct procedure and attaching the connector outside of the ilet, blood glucose was not affected at the time of call; replacement cartridges were provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage associated with the reservoir seal consistent with a leak or splash device problem involving the cartridge/reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.